Manufacturer narrative:
Field service could not confirm the failure mode. Field service visited the customer site and confirmed the system performed within specifications. No treatment tip was returned for evaluation; therefore, the customer¿s report of the treatment tip could not be confirmed. The fraxel treatment tips do not delivery any energy and no treatment data is stored on the tip itself. The account manager reported they believe there was a negligence in the attention of the technicians that were operating during the training and that there may have been over treatment. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Customer can also utilize the pattern paper to confirm system laser is providing correct pattern/coverage the customer performed the burn paper test and sent it to product support for review. The review of the burn paper showed proper pattern/coverage. According to fraxel dual 1550/1927 laser system user manual (p009220-03 rev. A), burns, blisters, and redness are known possible complication after fraxel treatment. Blistering or burns may develop over the treated areas. Mild-moderate transient erythema is an expected response. However, if erythema is severe or persists significantly longer than expected, re-treatment should be avoided until the condition resolves. Reaction may vary on a patient-by-patient basis. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, no causal factors can be determined, and no conclusion can be drawn. No corrective action is necessary at this time.

Manufacturer narrative:
The tip was discarded and unable to be evaluated. Field service evaluated the device and the instrument is performing in accordance with manufacturer's specifications. The investigation is ongoing.

Event description:
A user facility reported first to possible second degree burns with redness, itching, stinging at the site, open and oozing small blisters to the patient's middle to left neck post fraxel treatment. Available pictures were reviewed by the medical reviewer and burned areas are visible on the upper chest and lower neck areas. The photos align with the reporter's remarks regarding the patient injury. Secondary intervention (ointments, medications, etc.) Required to treat this event includes the following: stratacel, parrafin gauze dressing, ice pack, sigmacort 1% cream, bactroban 2% ointment, melanin pads. Micropore tape, and amoxicillin 500mg. The patient has sought advice from a pharmacist and has been seen by another clinic. The outcome is unclear, and it is unknown if there will there be any permanent damage or scarring. Prior to this treatment, the patient was using dr aspect complete pigment + (pigment inhibitor). These were stopped 3 days prior to treatment. During and post treatment, stratacel, parrafin dressing, sigmacort, and bactroban were used. The recorded skin type for the patient is fitz IV. The highest energy level used, percent coverage, number of passes completed was 10 mj level 3. No other treatments (besides fraxel) were being performed in same area where symptoms were reported, nor has the patient undergone any other treatments in the same symptom area within the past 30 days. The patient did receive sculptra in the same area 6 months prior to this event. No system errors occurred but when replacing the tip to use a new training tip, the patient said they could feel the energy more and could also hear that the laser was stronger (more of the ¿scratching¿ sound could be heard). This is not the first time this treatment tip was used. No burn paper test had been performed on this device as the customer states the laser had been tested by service a few days prior to this event.